Event description:
It was reported that the device was overheating. It is unk if there was any pt involvement or adverse consequences. No additional info has been received despite numerous attempts.

Manufacturer narrative:
The device was returned to the MFR for investigation. The failure reported in the customer complaint was confirmed. The device failed as a result of excessive corrosion and debris present in the nose assembly, including nose bearings. The presence of corrosion and debris in the device likely was the result of inadequate cleaning.